Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message immediately upon powering on. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4)) displayed 'system error, out of service, revert to manual CPR' immediately upon powering on" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the defective processor board, likely attributed to the aging of the device. The autopulse platform was manufactured in november 2015 and is over 6 years old, past its expected service life of 5 years. The processor board was replaced to remedy the fault. Visual inspection of the returned platform was performed, and no physical damage was observed. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout), thus confirming the reported complaint. The defective processor board (pca) was replaced to remedy the ua132 error, as the processor board may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).